Event description:
It was reported from the analysis of the returned product that suture degradation was observed, the strands had begun with a degradation process caused by exposure to the environment. It was reported a patient underwent an oncosurgery on 1-jul-2023 and suture was used. The suture was broken at the time of open in ot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Could you please clarify if wrong with lot #: t2066 device belongs to this complaint? 2. If not, could you please clarify if the wrong received product with lot #: t2066 belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product with lot #: t2066 doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. : as per complaint by hospital nw1326 sutures lot#t2036 & t2066 both lot has same complaint no (B)(4). The following information was received: if other, describe --> oncosurgery, did the event occur during sterile processing? --> yes, did the event occur during field inspection? --> yes, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received some suture pieces outside its packaging (foil) that pertains to product code nw1326, lot t2036. Upon visual assessment of the returned sample, it was observed that the strands had begun with a degradation process caused by exposure to the environment. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and no anomalies were observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-09971